Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity log showed four shock deliveries that were all within specification. The user successfully delivered shocks by performing a sync, charing, and a shock sequence that resulted in the desired joules being delivered. The log showed no error messages that would indicate a device malfunction or an obstruction to patient therapy. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a cardioversion of a (B)(6) female patient, the device failed to cardiovert the patient. The clinician reported that they delivered 4 shocks and energy was delivered but the patient showed no change. Complainant indicated that the clinician obtained another device to continue treating the patient successfully. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.